Event description:
Radial arterial line kit catheters are difficult to puncture skin over guide wire. Tips of catheters are flimsy and bending. Most times, patients require shallow nicks at guide wire insertion site to get catheters in which often causes oozing from the line, especially in coagulopathic pts. This specific incident involved kit ref # (B)(4). I was unable to thread the catheter over the guidewire despite trouble shooting (flushing, twisting) and 2 shallow nicks. I kept the guidewire in and held pressure and called for my attending who came to the bedside. After about 5 min, he was able to obtain a different arterial line kit from anesthesia. We used the us to confirm that guidewire was in correct position in the artery and I used a different radial art line kit's catheter (from anesthesia) and was able to easily pass it over the guidewire. Afterwards the patient complained of arm pain from his arm being in an extended position for a prolonged time.